Manufacturer narrative:
Received one used wound drainage. Visual inspection noted that the drain had disconnected from the drainage tubing without breakage. The flat drain is broken and incomplete. No dimensional evaluation was performed due to the flat drain was received incomplete and no part number or lot number were reported. The reported event was confirmed with the cause unknown. The lot number is unknown, therefore a device history record could not be reviewed. The instructions for use states the following: " ¿ additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient underwent a left hepatectomy during which a jackson-pratt drain was placed. Five days post-op the drain was removed. Upon removal it did not appear that all the drain was intact. X-ray and CT scan confirmed that a piece was left within the patient. A diagnostic laparoscopy was performed to remove the retained piece. It was a white piece that was removed. The piece was allegedly stuck in the fascia. There were no other injuries reported.